Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained from the author. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the corresponding author who indicated that all information was reported through the appropriate channels with the manufacturer.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male / (B)(6). Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extraction of the permanent his bundle pacing lead: safety outcomes and feasibility of reimplantation. Heart rhythm. 2019; 16(8):1196-1203. Doi: 10.1016/j.hrthm.2019.06.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding numerous implants of a his bundle pacing lead. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. It was reported in one case that a patient experienced pocket infection and another two patients experienced systemic infection. Subsequently, these three leads were explanted. It was also noted that in twenty two cases, a variety of lead failures were noted including high thresholds and rising thresholds. It was suspected that the threshold issues were due to micro dislodgement. Another two cases involved loss of capture whereas one such patient with complete infranodal atrioventricular block developed pacing induced cardiomyopathy due to the loss of capture. An unknown number of these leads were explanted and replaced whereas some remained in use. It was also reported that one lead was abandoned at implant due to the inability to free the lead despite traction on the lead with the tip withdrawn. It was noted that the lead was adhered to the existing implanted lead. Finally, during the implant procedure, on e lead helix was stretched upon removal. No further patient complications have been reported as a result of these events.